Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm issue via system logs but could not reproduce the reported issue. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, the customer continued to experience vio integrated electrosurgical generator unit (iesu) issues reported earlier. The customer stated that this time rebooting the iesu did not resolve the issue. The customer had to swap to a different vision side cart (vsc). The intuitive surgical, inc. (Isi) technical support engineer noted errors c-82 and m-02 in the logs. The procedure was converted to a different vsc with no reported injury.